Manufacturer narrative:
The lot was manufactured between august 7, 2018 and august 8, 2018. Two (2) actual samples and twenty-eight (28) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure, and clear passage tests were performed with no issues noted. The reported condition was not verified on the actual and companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of clearlink duo-vent secondary medication sets did not flow. It was further reported that the sets were primed, connected and hanged properly when this issue was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.